Manufacturer narrative:
(B)(4). Approximate age of device: 9 days. The report of suspected device thrombosis was not confirmed through the evaluation of the returned pump. Additionally, a correlation between the pump power elevations recorded in the system controller log file and the returned pump could not be determined. Examination of the returned pump did not reveal any deposition or thrombus formation on any of the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that there were concerns for pump thrombus. Initially out of surgery, the patient's right heart struggled but improved with diuresis, dobutamine, milrinone, epinephrine, and vasopressin. The patient's renal function was initially good but progressively struggled. The patient's creatinine level was 2.68 mg/dl and the estimated glomerular filtration rate was 31. The patient¿s urine had become progressively darker and cloudy with sediment. The patient's lactate dehydrogenase (ldh) level was initially within the 490 u/l to 554 u/l range but was now elevated to 660 u/l. It was reported that pump powers had been increasing over the previous 3-4 days with multiple pump power spikes to 10.1 watts. The patient was on heparin and partial thromboplastin times were therapeutic. Warfarin was initiated and the dosage was increased in an effort to obtain a therapeutic inr. With increasing pump powers along with rising ldh levels, an anti xa assay level was taken which was found to be sub-therapeutic. Heparin was increased until anti xa assay levels were therapeutic. The patient developed nosebleeds but they were reportedly controllable. The patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombus. No further information was provided.